Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was observed that the right atrial (ra) lead exhibited noise oversensing leading to inappropriate mode switch (ams) episodes. Low pacing impedance was also noted on the ra lead as well. The patient then went into the clinic and the lead was removed and replaced. The patient was in stable condition.